Manufacturer narrative:
Device evaluated by manufacturer: received one coaccess electrode, introducer set and cord with residue present on the device indicating use/ handling. A visual examination identified the introducer set and cord were without issue. An examination of the electrode found the array to be fully retracted and the needle/ cannula bent. A functional evaluation to extend and retract the tines was difficult due to the bent needle. The tines were evenly spaced and undeformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. When functional testing was performed during preparation, the leveen¿ coaccess¿ electrode system 3.0/15/15 needle would not move smoothly. The procedure was completed with another leveen super slim 3.0/15/15. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that difficulty extending the needle occurred. When functional testing was performed during preparation, the leveen¿ coaccess¿ electrode system 3.0/15/15 needle would not move smoothly. The procedure was completed with another leveen super slim 3.0/15/15. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).